Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2023; explant (B)(6) date 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving gablofen (2000 mcg/ml at cannot be obtained; not documented) via an implantable pump for unknown indications for use. It was reported that the patient developed an infection at the pump pocket after an operation, so the pump and the catheter were explanted ten days later. There were no known environmental/external/patient factors that may have led or contributed to the issue. The patient medical history was intractable spasticity. The patient status was alive but no injury. The issue was resolved.